Event description:
A bayer service representative reported the following: a (B)(6) male patient suffered coronary spasm and cardiac arrest following an alleged air injection while connected to the avanta fluid management injection system during a coronary procedure. The amount of the air bubble described by the site was undetermined. The patient had a history of coronary heart disease and st segment elevation myocardial infarction (stemi). The patient was able to be stabilized and recovered. No further treatment was required.

Manufacturer narrative:
Bayer service performed an injector checkout on (B)(6) 2015 and the injector was found to perform to specification. The injector continued to be in use daily since the reported occurrence. The disposables from the reported occurrence were discarded by the site and therefore not available for evaluation. In addition, lot numbers were not provided; therefore testing of retained samples was unable to be performed. The customer declined additional applications training.